Event description:
Meter was set to the wrong unit of measurement for about one week. Since the meter was set incorrectly, the patient was only taking one pill versus the two pills of oral medication. Patient contacted physician due to the low readings and he advised to take one pill versus two and to contact lifescan. Customer service discovered the meter was set to the wrong unit of measurement. The patient mentioned that the meter was previously set to the correct unit of measurement and patient recently did not go into the meter settings. Customer service assisted the patient in setting the meter back to "mg/dl". Customer services sent the patient a vial of control solution, so that patient can check test strips. Due to a spontaneous power interruption, the meter reverted from the "mg/dl to mmol/l" unit of measurement; thus indicating that the reported meter meets the criteria for a medical device reportable, due to a malfunction.